Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit alarmed medium/low and led was out. No other information provided by customer. The customer reported there was no patient involvement.

Manufacturer narrative:
Replacement of the overlay 10.4 color display was suggested to address reported problem.

Event description:
Customer reported that the unit alarmed medium/low and led was out and requested parts identification. The customer reported there was no patient involvement.